Event description:
It was reported that the case was broken (b2039711), and the event occurred prior to infusion. During the investigation, a ¿travel reverse error¿check clutch/plunger lever¿ was identified in the event log. This malfunction renders the event reportable. No patient involvement or adverse event was reported.

Manufacturer narrative:
The suspect pump was returned for evaluation. Review of the event history log identified a ¿travel reverse error-check clutch/plunger lever.¿ the 12-month service history showed no prior records. Visual and functional inspection revealed a chipped top case, cracking of the bottom case around the pems, cracking of the right plunger case, and a battery communication timeout. The reported issue was confirmed. The device was repaired by replacing the leadscrew, coupler, worm gear, clutches, and force sensor (due to out-of-spec force count). Following repair and calibration, the pump successfully passed power-up, plunger travel, occlusion, and flow accuracy testing.